Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of valve leakage is inconclusive as the exact cause could not be determined from the sample returned and due to unknown clinical conditions. One 4 fr sl powerpicc solo catheter was returned for investigation. The catheter was trimmed at the 41 cm depth marker. Evidence of use was observed. Microscopic observation of the valve through hub orifice revealed no apparent issues or residual material that could affect valve functionality. The sample was flushed with water using a 12 ml syringe and was found to be patent to infusion and aspiration. The exact cause of the reported event could not be determined ; however, the product IFU informs, ¿caution: to reduce potential for blood backflow into the catheter tip, always remove needles or syringes slowly while injecting the last 0.5 ml of saline¿ and ¿apply sterile end cap on the catheter hub to prevent contamination when not in use. Use of a needle longer than 1.6 cm may cause damage to the valve.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a catheter that when taking off the needlefree connector there is a "spontaneous" backflow in the catheter. It was stated the catheter had been in a patient for a while.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a catheter that when taking off the needlefree connector there is a "spontaneous" backflow in the catheter. It was stated the catheter had been in a patient for a while.